Event description:
It was reported that the pump had a pending alarm. Further, a motor stall alarm was noticed prior to the pump implant. Despite, the pump was still implanted. A noise consistent with a critical alarm sound was noticed after implant. The reporter read the pump and did not receive a message indicating that the alarm was occurring. It was discussed that the alarm would not occur in shelf state until the pump was updated and the pop-up would not occur since the alar has already been resolved. The pump was updated a second time to change the alarm interval. The patient was asymptomatic and as expected the alarm condition was resolved prior to implant. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was further reported that the silence alarm update resolved the problem and the patient ¿is normal therapy.¿ further, all issues with the pump were non-drug related and occurred when the pump was full of sterile water. The patient was now receiving normal and effective therapy and no further information could be obtained.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).